Manufacturer narrative:
The device was returned to the manufacturer service center, where the report of image loss due to a crack on the center lens of the device was verified. Repair included replacement of the ccd camera assembly and bending sheath on the distal tip.

Event description:
It was reported that during a case, there was an image loss due to a crack on the center lens of the device. According to the report, there was no patient injury.